Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the left ventricular assist device had been creating cam dust, so a vent filter analysis was performed. The analysis showed that two samples contained levels of titanium, which is generally indicative of main bearing wear in the motor. An lvad exchanged to another lvad was attempted. However, the patient unfortunately expired during the procedure. It was reported that the patient's heart was unable to withstand the exchange as the native tissue was too compromised for suturing in the aorta.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.